Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 6/6/2016. The device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a gyn resident was using the bipolar resection resectoscope from storz, with the storz bipolar resection cable and force triad. Although nothing was seen or noted during the case the or manager was notified days after the case that the patient had a surface burn on her labia, no treatment needed. This same cable had been used for prior cases with no problems. Initial evaluation of the incident device found a hole on side of the connector and the device failed hipot testing.

Manufacturer narrative:
(B)(4). The complaint of burn to customer and hole on the side of connector - failed hipot, was not confirmed. Visual inspection of the connectors on the product did not reveal any obvious issues. The only hole on the side of the connector is an intentional indent, as required by the drawing. The returned cables passed all electrical tests and visual inspection. DHR review that all required operations (100% inspection, 100% continuity test, 100% ac and dc hipot tests) were completed and signed off as required prior to shipment of this lot.